Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect of dissection is listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effects of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous left anterior descending artery. The 4.0x38mm xience sierra stent was implanted; however, a dissection was observed and noted to occur due to patient's anatomy. An unspecified stent was used to successfully complete the procedure and cover the dissection. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.